Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with muscle stimulation, the atrial lead exhibited loss of sensing. A chest x-ray revealed that the lead was dislodged. The physician decided to program the lead off. The issue of muscle stimulation was resolved.

Event description:
The lead was capped and replaced to resolve the event and the patient was in stable condition.